Event description:
It was reported by service report that the right side was broken off the footboard allowing for possible fluid ingress. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results: footboard.